Event description:
It was reported that inflation could not be maintained on one size 8dct, disposable cannula low pressure cuffed tracheostomy tube. It was also reported that the source of the inflation problem appeared to be a luer valve leak. Add'l info was requested regarding pt and device usage including whether the device was tested prior to insertion, the length of time the device was in use and what type of device maintenance is practiced. The 8dct device is reportedly available to be returned to the MFR for identification, analysis and investigation. As of the date of this submission neither the requested event info or the 8dct device have been received by the MFR.